Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system delivered inappropriate therapy due to myopotentials oversensing, under alternate vector configuration. Additional untreated episodes were recorded while the patient was sleeping due to the same issue. The patient will be brought for vector evaluations. This implantable electrode remains in service and no additional adverse patient effects were reported.